Manufacturer narrative:
The lead was successfully repositioned the same day with no adverse patient effects. As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this newly-implanted right ventricular (rv) lead was associated with loss of capture the day after implant. A boston scientific field representative reported the intrinsic amplitude and impedance measurements were virtually unchanged from the post-implant readings. The patient is not pacing-dependent, and there were no adverse patient effects. A boston scientific technical services consultant (ts) discussed the possibility of a lead tip dislodgement or a poor interface between the lead tip and patient tissue. The calling boston scientific field representative noted that there appeared to be less slack on the lead when viewed via x-ray.